Manufacturer narrative:
(B)(4). The analysis results found that the cdh25 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during an open total gastrectomy, the firing force was much higher than expected and the first device could not be fired when it was used to anastomose between the esophagus and the jejunum. Although the firing force of the second device was higher than expected as well, the second device was fired and the target tissue was cut and stapled properly. There were no adverse consequences to the patient. The condition of the target tissue was unknown. The device clamped the target tissue uniformly. The device did not clamp something hard such as an existing stale line. A purse-string suture was performed with a purse-string instrument at the anvil side. The anvil was set to the device with a clicking sound. The indicator was within the green zone before firing.